Event description:
It was reported that during the implant attempt, the helix on the right atrial (ra) lead seemed to get stuck at times and not extend fully. The physician thought this was possibly due to the tortuosity of the patient's venous system. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, there was blood in/on the helix/lobe mechanism.